Event description:
Oncoming rn (registered nurse) was in the patient room with dayshift rn getting report when balloon pump alarmed auto fill failure at 1900. Both rns attempted to resolve the alarm and get the balloon to reinflate using interventions which had been successful at resolving the frequent balloon pump alarms previously during the day. Patient had multiple alarms during the day and the previous night and frequent communication between nursing team, cvtx and cts team throughout the day regarding alarms, balloon pump function, troubleshooting steps and backup safety plans. However, the alarm on the balloon pump during shift change was unable to be resolved with troubleshooting and the balloon was unable to be inflated via the console. Cvtx physicians arrived at bedside around 1920 to further assist in iabp troubleshooting and guide treatment and care of the patient. Iabp clinical representative contacted by provider, via emergency phone number on console for further troubleshooting recommendations. No further troubleshooting recommendations by clinical representative. Attempts to reinflate and restart balloon were stopped per cvtx team due to increased risks for adverse events (blood clots/stroke/pe) potentially associated with reinflating the balloon following prolonged deflation. Iabp tubing clamped with cvtx team at bedside. Iabp issues discussed with cts team. Surgeon arrived around 2000, for removal of device in or (operating room).